Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had powered off without user intervention at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2013 with the following findings:any information from the date of the event was not viewable in the pump¿s history due to continued use of the pump. The available history showed no evidence of reboots. A visual inspection of the pump showed that the battery compartment was intact. The battery cap was able to fully tighten on but a power loss was observed when the cap was loosed by half a turn. The battery cap contact height and width were found to be out of specifications. The pump was exercised for 24 hours with no power loss. The pump cover was removed and no damage or moisture corrosion was found to the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.